Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After deployment, delivery system (ds) was being removed and a drop in blood pressure (bp) was observed. A check for an effusion with tee was done and a moderate effusion forming around the heart was noted. The patient was tapped but the effusion was hard to get under control. Ic called for surgery and a pericardial window was attempted. The patient was unstable and needing CPR intermittently. Surgeon was unable to find the source of the effusion with the window, so they proceeded to open the patient's chest. After finding an opening in the rvot area the surgeons attempted to close with suture, but it would not hold. The tissue was very friable. The patient died with cardiac tamponade being reported as the cause of death. The initial guidewire placement was the rv apex. Lost the wire at one point and replaced it back down into the apex (before ds crossing). As they came across and they pulled back to get ds across, looked like it flipped across moderator band, moved a little bit but remained in the apex. There was no an intentional push on the guidewire to obtain height and/or navigational maneuvers with excess force already on the guidewire. The weight was up 5kg but measurements were the same. No issues were encountered when advancing the delivery system over the wire. Although a moderator band and some trabeculations were present, leaflet measurements were deemed adequate based on echocardiographic assessment. Per internal imaging review of procedural tee shows evidence of the 52 mm evoque valve released in a stable and adequate position. Within two minutes of initial valve release, there is evidence of an acute right-sided pericardial effusion. The effusion appears largest adjacent to the right ventricle, measuring up to approximately 18 mm. Subsequently, the effusion is visualized adjacent to both ventricles with evidence of layered thrombus within. Unable to visualize a site of rv perforation on images recorded. The final evoque position is not well visualized. Final transvalvular tr, pvl and mean inflow gradient are not recorded. Procedural fluoroscopy is not available for review. Cannot confirm any device related issues or malfunction. The root cause for rv perforation cannot be identified from insufficient imaging. A potential contributing factor is procedure related; inadequate guidewire management.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of imageslabelling review.the complaint for delivery system and/or guidewire pushed into the ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.the available information indicates that procedural factors of challenging guidewire management throughout the procedure (loss of wire position during insertion), and challenging anatomy (moderator band, friable tissue) were likely primary contributors to the right ventricular (rv) perforation event.since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.